Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that the t.w. Power supply led on/off light on the top of the generator was operating intermittently. The hospital reported that there was no pt involvement; therefore, there were no pt effects. The hospital will reportedly not be returning the product in question.